Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were inside the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. There was evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal would not load properly" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal did not load properly. The seal got hung up in the delivery device during removal. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.